Event description:
It was reported that the patient received an inappropriate shock due to oversensing of myopotential noise. Also, the shock impedance was 129 ohms which in high but within range. Technical services advised some programming options. Later, the system was explanted and replaced with a transvenous system. There were no additional adverse patient effects.